Event description:
The infinity xr2 radiolucent base unit (a2079) is attached to the or table and then the skull clamp (a2114) is attached to the patient and then using the knob (437a2409) , the skull clamp is attached to the base. After tightening the knob (standard knob assembly 437a2409) that holds the swivel to the skull clamp, the knob broke, forcing the patient's head which was in the skull clamp to become de-attached from the base. The patient's head was caught by the surgeon, so no injuries to the patient. This is a recurring event with the first occurring last summer, this report reflects the second event and there has been one more occurrence.